Manufacturer narrative:
The incident occurred in (B)(6) 2012 and the device is not available for examination. The device was evaluated by a third party in (B)(4) and a copy of the evaluation report has been requested to assist in our evaluation. Once we have completed our evaluation, a follow-up report will be submitted.

Event description:
Reported: "leaking of oxygen regulator at the junction of the indicator of the cylinder and the housing. This leakage causes an oxygen depletion in the cylinder in 2-3 hours. The regulator did not have an alarm to notify user of cylinder being empty. The alarm was used when using the device for notifying that the oxygen was not properly delivered. Patient died of complications of hypoxemia (arrhythmias) worsened by a lack of oxygen by a defective or non-performing unit."